Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s reported problem was confirmed. A portion of the ceramic insulation at the distal tip of the sheath broke off. The inspection also noted the o-ring is worn. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The root cause of the broken ceramic insulation at the distal tip of the sheath cannot conclusively be determined. However, based on the damage pattern, the most likely causes are due to: thermally and/or mechanically fatigue, wear and tear, improper handling (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). As a general note: cracks on the insulation material are not visible, making visual inspection difficult. To mitigate the injury to the patient and also device damage, the instruction for use provides the following: - properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. - visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. - visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g., cracks, fractures). - impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. - if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor complaints related to the device and reported phenomenon. Additional 510(k): k931995.

Event description:
The customer returned the inner sheath to olympus for a reported ¿broken¿. The defect/malfunction was not specified. However, during the inspection a portion of the ceramic insulation at the distal tip of the sheath was found broken off. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture the parts that broke off the ceramic insulation of the sheath found during inspection.